Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during drain cycle four of five of peritoneal dialysis (pd) therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient was to either continue therapy manually or with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a complete device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.